Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician was unable to access any stored electrocardiogram (egm) data from ventricular high rate (vhr) episodes. When they tried to access, they get a pop-up message stating 'invalid diagnostic data - invalid data received from pacemaker graph/data cannot be displayed'. The device was remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Message "invalid data received from pacemaker. Graph/data cannot be displayed." Shown when trying to display egm within the programmer. If information is provided in the future, a supplemental report will be issued.